Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pumps black box history showed that multiple replace battery alarms was recorded. Evidence of excessive battery usage was observed in the pump¿s black box history. Visual inspection revealed that the battery compartment was cracked at the threads. The battery cap threads were found to be stripped and the battery cap was not able to be secured to the pump. The battery cap was not able to maintain an electrical connection with the pump. A test battery cap was used to complete all testing and was able to maintain an electrical connection. A leak test was performed and a battery compartment leak was found. Moisture corrosion was observed in the battery chamber and on the battery cap. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture corrosion was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the battery compartment was cracked and there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.